Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported upon review of a remote transmission by a monitoring service that several non-sustained ventricular tachycardia episodes were recorded due to right ventricular (rv) lead t-wave oversensing (twos). Additionally, the rv lead exhibited low r-wave amplitude, rv undersensing, and triggered a lead integrity alert (lia) for high rate non-sustained episodes and elevated sensing integrity counter (sic). The rv lead remains in use. No patient complications have been reported as a result of this event.